Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011, which included two leads from the same lot. It was reported the pt was no longer feeling stimulation. Invalid lead impedances were identified. X-ray results showed no anomalies. F/u info revealed the pt underwent surgical intervention on (B)(6) 2012 to resolve the issue. During the procedure, it was discovered that the top lead was not fully connected and the lead was found to be fully functional. The lead was then reinserted and effective stimulation was restored.